Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
An olympus field representative found that no image was produced by the device during an in-service. As the problem was found during a demonstration of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image output could not be identified. However, it is likely the cause is related to a board malfunction or other issue. Per instructions for use: - the endoscopic image does not appear on the monitor. ·foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. ·the video system center cannot communicate with the endoscope. ·stop using the endoscope and contact olympus. Olympus will continue to monitor field performance for this device.